Event description:
During surgery, a portion of the grasper broke off of the da vinci harmonic instrument and fell into the patient. All pieces of the broken instrument were removed from the patient without difficulty. The instrument and piece were tagged and sent to sterile processing.